Event description:
It was reported during incoming inspection that "all unit boxes were fine as received, at least no problem was found. The unit boxes were taken up to the office overnight and one pack of it started to 'sweat' heavily. The other 5 pack with different lot were fine." Additional information states, "the parcel was directly delivered by the courier and brought to our warehouse - the temperature here is about 16 degrees celsius. The parcels were then forwarded to the office - the temperature here is around 22 degrees celsius. Therefore, the parcels were not stored in our warehouse at all (no direct sunlight), they were brought to the office after takeover and unpacking. Damage to the packaging was not visible. The packages looked like the other ones - no pinholes in the packaging". The pack includes 5 devices that were affected. No patient involvement. See associated mdrs 8040412-2023-00255, 8040412-2023-00254, 8040412-2023-00253, 8040412-2023-00252, 8040412-2023-00251.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the sample contained vapors inside the packaging. A device history record review was performed and no relevant findings were identified. Based on the visual exam, the complaint has been confirmed. A CAPA was opened to address this issue. The manufacturer reports that based on the lot number it was determined that this lot was manufactured prior to the CAPA. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported during incoming inspection that "all unit boxes were fine as received, at least no problem was found. The unit boxes were taken up to the office overnight and one pack of it started to 'sweat' heavily. The other 5 pack with different lot were fine." Additional information states, "the parcel was directly delivered by the courier and brought to our warehouse - the temperature here is about 16 degrees celsius. The parcels were then forwarded to the office - the temperature here is around 22 degrees celsius. Therefore, the parcels were not stored in our warehouse at all (no direct sunlight), they were brought to the office after takeover and unpacking. Damage to the packaging was not visible. The packages looked like the other ones - no pinholes in the packaging". The pack includes 5 devices that were affected. No patient involvement. See associated mdrs 8040412-2023-00255, , 8040412-2023-00253, 8040412-2023-00252, & 8040412-2023-00251.